Event description:
A us distributor reported that a monitor response buttons activate intermittently.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons activate intermittently) was confirmed. Upon evaluation, the front response button cover was lifted and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse events occurred from the defective response button.